Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 31.0 mmol/l, self treated with rapid acting insulin and retested with 3.0 mmol/l. Customer self-treated the low with life savers. Customer retested 10 minutes from the second reading and got a result of 21.0 mmol/l. No action was taken based on this reading. No adverse event reported. Requested return of the alleged device and replacement was sent.